Manufacturer narrative:
The instrument was not evaluated. Beckman coulter (bec) does not recommend the use of stools to access parts on the system. This event occurred due to use error.

Event description:
A customer reported an injury that occurred involving an au5800 clinical chemistry analyzer. The instrument operator was standing on a stool to replace the cuvette wheel of the instrument. The stool slipped from beneath the operator's feet and the operator fell on top of the instrument. The operator reported feeling pain in ribs and shortness of breath. The operator was attended to by a doctor; the operator had swelling and pain in the rib area. There were no reports of broken bones and the operator was not admitted to the hospital. The operator was instructed to avoid heavy lifting, excessive walking, and bending over for a week. The operator was given a pain cream; there is no further information about the medicine.